Manufacturer narrative:
The tech found the head hi/low cylinder had an internal leak which caused the drift. The tech replaced the cylinder to repair the stretcher.

Event description:
Info received indicates the stretcher is drifting into the trendelenburg position.